Event description:
During a knee arthroscopy procedure, the tip of the super multivac 50 arthrowand was reported to have detached within the patient's body. An x-ray of the surgical site was taken but the physician was not able to identify or retrieve the device fragment. The device fragment remains in the patient's body. No patient complications were reported as a result of this event.